Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl, due to needing a settings adjustment. Customer attempted to self-treat via glucagon injection, however customer went to the emergency room (ER) and was treated intravenously with fluids of saline. Customer was released from ER on (B)(6) 2022 with issue resolved. Customer followed up with healthcare provider to adjust settings to better meet their needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.